Event description:
Customer reported an incident of hypoglycemia requiring treatment by layperson at a time when her boyfriend attempted & was unable to use the compact system due to error within specifications. A request was made for the return of the system, replacement was sent.